Event description:
A physician reported that a pt experienced aspiration pneumonitis following surgery in which an laryngeal mask airway and endotracheal tube were used. The case was started with the laryngeal mask airway, but about 4 hours into the procedure the anesthesiologist switched to an endotracheal tube. The pt was breathing spontaneously and there were no problems with the switch. After the endotracheal tube was placed, the pt was placed on a ventilator and given increased doses of narcotics. During extubation, the pt coughed, bucked and desaturated briefly. Naloxone was also required to counteract the narcotics still in the pt's system. There were clinical rales and radiographic evidence of pneumonitis in the right base. The pt was observed for 24 hours in the intensive care unit and placed on antibiotics. He was moved to the regular ward for an add'l 24 hours, then discharged. It is believed that the aspiration probably occurred during extubation rather than during the use of the laryngeal mask airway.